Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-09136 it was reported that pacing failure was observed when measuring the left ventricular lead impedance. Programming change was made. The patient was recovering.